Manufacturer narrative:
Product ID, 3093-28 lot# v071771, implanted: 2008 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had her implantable neurostimulator (ins) replace "about 3-4 weeks ago", and the ins was moved to the opposite side of her body due to "some discomfort the patient was having". The lead was not changed. No further information about this even was reported. If more information is received a follow up report will be sent.